Event description:
It was reported that a lumbar fixation procedure was performed on (B)(6), 2023, utilizing the reform pedicle screw system. The bone was prepared with a 5.5mm tap and while inserting a 6mm reduction screw, the tip of the reform driver with mechanical lock (hxx-39-0001) broke. The broken tip piece was removed from the head of the screw and the procedure was completed utilizing another driver readily available in the set. There was no patient injury or delay to the procedure reported.

Manufacturer narrative:
H3 device evaluation - the driver's t20 drive feature is sheared off. The fracture surface includes a shiny area. A partial fracture may have existed with rubbing of surfaces causing that surface condition. It is believed that a crack had been initiated at some point in the instrument's seven year history which resulted in the observed failure. No corrective actions are recommended.

Manufacturer narrative:
Evaluation - information received indicates that the product will be returned but has yet to be received. Review of device history records found that (B)(4) piece of lot 00149up released for distribution on 5/2/2016 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. Should the product be received, a follow-up medwatch report will be filed upon completion of investigation.

Event description:
It was reported that a lumbar fixation procedure was performed in saudi arabia, on (B)(6) 2023, utilizing the reform pedicle screw system. The bone was prepared with a 5.5mm tap and while inserting a 6mm reduction screw, the tip of the reform driver with mechanical lock (hxx-39-0001) broke. The broken tip piece was removed from the head of the screw and the procedure was completed utilizing another driver readily available in the set. There was no patient injury or delay to the procedure reported.